Event description:
It was reported that customer's insulin pump has cracks near the battery compartment. No other details were provided. Nothing further reported.

Manufacturer narrative:
Pump received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.